Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626293) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual ataxia"), vaginal haemorrhage ("spotting"), headache ("headaches"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression") and asthenia ("asthenia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, headache, arthralgia, anxiety, depression and asthenia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, depression, headache, menstrual disorder, pelvic pain and vaginal haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626293) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual ataxia"), vaginal haemorrhage ("spotting"), headache ("headaches"), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression") and asthenia ("asthenia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, headache, arthralgia, anxiety, depression and asthenia outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, depression, headache, menstrual disorder, pelvic pain and vaginal haemorrhage with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.